Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise. No irrigation issues were noted during testing. Inspection of the distal tip revealed the tct wires were protruding from the tip well. Further investigation determined the protruding tct wires is consistent with an improper alignment of the tip thermocouple in the tip cap during assembly, which caused the high temperature rise during the simulated ablation and the reported event. The catheter met specifications during electrical testing.

Event description:
This report is to advise of a protruding component found during analysis. During the typical atrial flutter procedure, a tactiflex ablation catheter was inserted in the right atrium for an atrial flutter ablation via a short 8.5f sheath. When it was attempted to start ablation, the temperature cutoff on the ampere kept being reached. Different areas on the cavo tricuspid isthmus were tried with the same result. The catheter was removed for visual inspection for clot or char, but nothing was seen. During a fast flush with the cool point pump the catheter did not appear to be flushing as expected. The tactiflex ablation catheter was replaced, and the procedure was completed successfully without any complications.